Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced tube was disconnected from the body resulting in hyperglycemia. Blood glucose level was 400 mg/dl. Patient reported that after returning home additional 1.7 u of insulin was injected and blood glucose level fell to the 300 mg/dl. No further information available.